Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The reported patient effect of rash is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that after implanting an unknown promus stent the patient had a rash. It is unknown if the rash was due to the promus stent. No additional information was provided.